Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000538 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the patient experienced an arterial dissection that required surgical intervention. The medical team had been mapping retrograde with the thermocool smarttouch sf catheter. The physician was having difficulty accessing a spot in the heart so the physician decided to utilize a steerable sheath. The physician advanced the vizigo sheath into the patient, but the physician was having difficulty getting the sheath up and "around the bend". As the physician was removing the vizigo sheath from the patient, the arterial dissection was discovered on ice (intracardiac echocardiography). Contrast dye was injected into the patient and the dissection was confirmed on x-ray. The patient was admitted to vascular surgery. Patient underwent a lhc (left heart catheterization) and CABG (coronary artery bypass graft) today. The physician's opinion on the cause of the adverse event is patient condition. Other relevant past medical history includes: coronary artery disease. The arterial dissection was in the coronary vasculature. It was reported that the sheath dissected the artery after pulling back.